Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms noted. However, unable to prime unit during prime/a33test due to slightly loose drive support disk. Unable to perform excessive no delivery test due to prime anomaly. Unit received with scratched lcd window. Unit received with missing end cap sticker. All bolus and alarms received during testing were properly recorded at the pump history files. No history anomalies were noted. The motor was tested outside the device and passed.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer also received a no delivery alarm and there was no history in the insulin pump. Customer then stated that they work with magnets. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.